Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were any blood products or transfusion required? No. The bleeding intraoperative from the staple line (massive oozing) through all the staple line from the first till the last firing (6 firings = 6 reloads ) , the surgeon applied more than 50 clips on the staple line to control the oozing. If so, please explain. Was a laparotomy required to control the bleeding? No. What is the current patient status? Patient is ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. If yes, please explain. Patient stayed in the hospital an extra day for follow up. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? Does the surgeon pulse fire or use one continuous firing stroke? What color cartridges were used throughout the creation of sleeve? Was the patient on preoperative anticoagulation therapy? Were any difficulties experienced with device during procedure? Were any staple formation issues noted throughout care or patient? What is the current patient status?

Event description:
It was reported that there was bleeding from all the staple lines while using the powered plus echelon stapler and the gst reloads. The surgeon applied clips on the whole staple line. After devascularization the greater curvature of the stomach we proceeded for sleeve gastrectomy using powered plus echelon stapler (plee60a) with gst reloads (gst60d & gst60b) there was substantial bleeding from the whole length of the staple line. The surgeon not normally buttress the staple line so he started out with a clip here and there on the very obvious spurters and then this ended with about 50 clips on the whole staple line which lengthened the procedure by 50 minutes .

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? Does the surgeon pulse fire or use one continuous firing stroke? What color cartridges were used throughout the creation of sleeve? Was the patient on preoperative anticoagulation therapy? Were any difficulties experienced with device during procedure? Were any staple formation issues noted throughout care or patient? What is the current patient status? Does the surgeon routinely wait 15 seconds prior to firing? Yes. Was buttressing material used? No. Does the surgeon pulse fire or use one continuous firing stroke? 90% of the time he fires pulsating. What color cartridges were used throughout the creation of sleeve? Green , gold and blue. Was the patient on preoperative anticoagulation therapy? No. Were any difficulties experienced with device during procedure? No. Were any staple formation issues noted throughout care or patient? Yes. What is the current patient status? He is medically stable now and everything is going normal.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2021. D4: batch # t5c799. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with two reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.